Event description:
The company received a report where it was claimed that the inner cannula twisted during patient use. The patient experienced a short period of oxygen desaturation but returned to stable condition when the inner cannula was replaced. Replacement of the outer cannula was not required. The customer reported that visual inspection of the removed inner cannula revealed a twist/kink. The inner cannula was replaced without further incident.

Manufacturer narrative:
The tube was discarded and not available for investigation. Information has been added to the database for trending purposes.